Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the additional findings from the final investigation. Updated fields: e1 - initial reporter establishment name: (B)(6). G3; h2; h6 and h11. Corrected field: e3. In addition, the following reportable malfunctions were identified during the device evaluation: green screen; component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had color distortion when rotating the universal cord. The issue was identified during device inspection before use. There were no reports of patient harm.